Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was placed onto impella support for coronary artery bypass graft. While on support, the patient required blood products for an internal bleeding. The chest was re-opened and the source of bleeding could not be identified. The patient went into ventricular tachycardia while coughing. The pump appeared to be at 4.0 centimeters from the aortic valve, and potentially interfering with the papillary muscle. No resolution was specified for pump position. Additional information was received. The pump is not available for return. The bleeding was not related to the impella. The care team had no bleeding concerns from a device standpoint. In addition to the device being in the papillary muscle, the care team did not believe there were intracardiac contact from a device standpoint other than when the patient dramatically coughed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the bleed was not determined due to insufficient clinical details. Tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.